Event description:
Meter name: fasttake meter, strip name: one touch ultra, meter code: unk strip code: unk, strip storage: unk, symptoms: weak. A pt reported they had a seizure and was rushed to ER. Their meter allegedly had no power. The result on their meter was unable to test on the meter. The result on the ER meter was unk. The time difference between pt's meter and ER meter was no comparison was performed. Treatment was unk. Cust has not been able to test in about a month. Pt was using the wrong strips. No further info has been reported.